Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Patient problem code: 2414, device problem code: 2993.

Event description:
Material no.: 260407 batch no.: 0149024 it was reported that there was an allergic reaction while using chloraprep. Reaction / event as reported by the primary source in native language: allergy medicinal product name as reported by the primary source: chloraprep batch / lot number: 0149024

Manufacturer narrative:
No samples or photos are available for evaluation. Retained samples were analyzed and no issues related to the complaint were identified. Unfortunately, as a result, bd was unable to verify the reported issue or define a root cause at this time. Production batch history records for applicator pn 260407, lot number 0149024 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported issue. Records reviewed indicate that the lot passed all the in-process inspections. No further actions are required. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that there was an allergic reaction while using chloraprep.